Event description:
It was reported that when inserting the gw, there was resistance, and it was not possible to insert it. A new set was opened and was able to insert it without any problems. (B)(6) 2025 it was found during an investigation there were two disjoined coils along the device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficult guidewire insertion is confirmed, but the root cause could not be determined. One stainless steel guidewire was returned for evaluation. An initial visual observation showed blood residues along the returned guidewire. Slight curves were observed along the guidewire. A functional test of attempting to slide the guidewire through a 21 ga introducer needle revealed the guidewire would not pass through the needle shaft. A microscopic observation revealed the guidewire to have two disjointed coils towards the proximal region of the guidewire along the observed curve in the guidewire. Potential causes of failure may include pulling the guidewire back against a needle bevel, or other unknown conditions. Pulling the guidewire back against a needle bevel may cause disjoined coils along the guidewire or a break in the guidewire, making insertion of the guidewire difficult during use of the device. This complaint will be recorded for future trending and monitoring purposes.